Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Round part came away from rest of toothbrush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unknown, reported using an oral-b rechargeable toothbrush version unknown with an oral-b brushhead version unknown when the round part came away from the rest of the brushhead and was about to get caught in throat. No treatment was reported. The case outcome was no symptoms. No further information was provided.